Manufacturer narrative:
The device was returned for analysis. The reported break was able to be confirmed as the jacket was noted to be bent. The reported failure to advance was unable to be replicated in a testing environment due to the condition of the returned device. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that when passing the 5.0x150mm absolute pro ll self-expanding stent system through the sheath inadvertent mishandling resulted in the reported break/noted bent jacket and the noted sheath kink; thus resulting in the reported failure to advance. Manipulation of the device and/or inadvertent mishandling during shipment for return analysis likely resulted in the noted bent and partially deployed/flowered stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that when passing the 5.0x150mm absolute pro ll self-expanding stent system (sess) through the sheath, the proximal part of the catheter broke but did not separate, making it impossible to advance. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The absolute pro ll device is currently not commercially available in the us; however, it is similar to a device sold in the us.